Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the anterior and crease flat. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis, the final assessment is one striated opening due to surgical damage consistent in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.